Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device has been manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that super-resolution processing boards (qb, bi boards) were broken. Other than cracks and sign of impact on the lcd screen, no defects were found inside the device other than the reported phenomenon. The reason for the deficiency could not be determined, however, it was surmised that user mishandling and device wear and tear likely contributed to the reported event. Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned the olympus high-definition lcd monitor due to a start-up issue. Upon inspection and testing, it was observed that printed-circuit board failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus (B)(4) for evaluation. The evaluation found the qb board and bi board (super-resolution processing board) to be faulty. Additionally, a visual inspection also showed signs of impact on the lcd filter screen and a significant shock at the edge of the device. The faulty device needed replacement to meet olympus functional standard. The investigation was assumed to be wear and tear due to user handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.